Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The link 25 system was recalibrated, and the unit was returned to service.

Event description:
The hospital reported, that during the preoperative checkout, the unit was having issues with the ratio of n2o to o2 . There was no report of patient involvement.